Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: cornu of uterus'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (no complications)') and mental impairment ('neurological conditions or problems type: diffused brain function') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, chickenpox, cholesterol levels raised, pneumonia, uterine fibroids, adenomyosis, uterine fibroids, cervical cyst and chronic cervicitis. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included bupropion since (B)(6) 2015, citalopram since (B)(6) 2012, clobetasol since (B)(6) 2014, ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) since (B)(6) 2013, ethinylestradiol; norethisterone acetate (microgestin) since (B)(6) 2013, intrauterine contraceptive device (iud nos) in 2009, ketoconazole since (B)(6) 2014 and tretinoin since (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced mental impairment (seriousness criterion medically significant). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and davinci robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache and mental impairment had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, mental impairment, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: reporter and patient demographics, medical history, historical drugs, laboratory data and concomitant drugs were added. Suspect drug indication added. On (B)(6) 2018, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hysterectomy (full), migraines / headaches, migration of essure device location of device: cornu of uterus, neurological conditions or problems type: diffused brain function, pregnancy (no complications). And event injury was deleted and case becomes valid. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.